Event description:
It was reported that the patient experienced pain and discomfort where the implantable pulse generator (ipg) was located. The patient underwent a procedure where the ipg was moved further past the belt line. The ipg remains implanted and in use.